Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking from the air vent on the back of the filter during an etoposide infusion. The event occurred approximately 2 months ago. There was no patient harm.